Manufacturer narrative:
E1 I(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited an error "e231 use discontinued" message and nothing displayed on the monitor. The issue was found during a therapeutic laparoscopic procedure that was completed with an olympus back up device. There were no reports of patient harm.